Event description:
On (B) (6) 2010, the lay user/patient's sister contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter would not power on. The medical surveillance specialist spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that the alleged power issue began on an unspecified date in (B) (6) 2010. At the time the alleged issue started, the patient stated that he was managing his diabetes with janumet (500mg 2x/day). As a result of the alleged issue, the patient claimed he discontinued testing his blood glucose; however, continued to take his usual dose of oral medication. On an unspecified date/time, after the alleged issue started, the patient reported that he developed symptoms of extreme thirst, dry mouth and felt very dizzy. In response to the symptoms, the patient stated that he went to the emergency room (date not recalled). The patient claimed his blood glucose was in the "400 mg/dl" range when tested with the ER/hospital meter and was treated with IV insulin (type and dose unknown) and hospitalized for a few days. The patient reported that in (B) (6) 2009 (date not recalled), he was hospitalized a second time for hyperglycemia. The patient claimed he was not testing his blood glucose because the subject meter was not powering on. After being hospitalized for the second time, the patient stated his physician added lantus to his diabetes management. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was resolved. The complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.